Manufacturer narrative:
Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information pertinent becomes available, a supplemental repot will be submitted. Additional user facility or importer name/address of ufmw ¿ (B)(4).

Event description:
A medsun mandatory medwatch report (uf/importer reporter # (B)(4) was received which stated the following: "at 10:58 am started patient's infusion of cisplatin. At approximately 11:40 am patient noticed a small drop (nickel sized) on clothing. Stopped infusion and assessed, noticing small drips coming from the closed system device. Tubing disconnected from the patient and returned to the pharmacy. The pharmacy was able to re-prime cisplatin and attached a new closed system device. Reconnected to the patient without any issues after starting infusion again." It was also reported that the original intended procedure was chemotherapy infusion and that the device failed (e.g.; broke, couldn't get it to work or stopped working), the event happened at the outpatient treatment facility. The event occurred on an unknown date in (B)(6) 2020.